Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results when compared to another device. Pharmacist states the customer tested her blood glucose in the parking lot and obtained a result of 197mg/dl, which is very high for her. Customer went back to pharmacy to test her blood glucose with the other meters they have in the pharmacy and both meters read a result of 95mg/dl. The customer's was not available to provide their expected result. Verified the strips expire 03/18/2017. Customer confirms the strips are properly stored and were first opened (B)(6) 2015. Reviewed meter memory. 1: 197mg/dl (B)(6) 2015 04:00:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results when compared to another device. Pharmacist states the customer tested her blood glucose in the parking lot and obtained a result of 197mg/dl, which is very high for her. Customer went back to pharmacy to test her blood glucose with the other meters they have in the pharmacy and both meters read a result of 95mg/dl. The customer's was not available to provide their expected result. Verified the strips expire 03/18/2017. Customer confirms the strips are properly stored and were first opened on (B)(6) 2015. Reviewed meter memory: 1:197mg/dl on (B)(6) 2015 04:00:00 pm fasting:yes. No adverse event reported.